Event description:
Upon waking in pacu patient reports indentation and redness on anterior thigh. Patient stated area is painful to touch and would like the doctor notified. Physician notified of incident, or staff contacted. Event debriefing performed. Patient believed to have been burned though no break in drape observed. Bovie holstered throughout case. Upon transfer from or table to stretcher no break in skin integrity observed. Patient stated, " I understand accidents happen I am just upset with how the fact I was burned was dismissed by the surgeon and mentioned by her as an impossibility." Patient spoken with by various directors. Per surgeon, area was cleansed and dressed with antibiotic ointment applied to area.